Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed rust color under distal edge of ring 1 electrode. Dried body fluid found on the handle, main body tubing, distal end. Dried saline on the distal end and inside the irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. While ablating, when steered to the right or left curve position, flickering and eventual complete disappearance with a 1313-2 tracking error were observed. Neutral position tracked normally. The device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.0667, 0.0448 and 0.0398 psi (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were 0.0546, 0.0548 and 0.0533 psi (spec limit is 0.044 psi). X-ray found debris inside the distal end cavity between rings 1 & 2, and inside the tip.

Event description:
Reportable based on device analysis completed on 15aug2019. It was reported that loss of signals and tracking occurred. During a pulmonary vein isolation (pvi) ablation procedure with an intellanav mifi open-irrigated ablation catheter, loss of useful tracking and signals of the catheter occurred. A new cable was tried and there was no interference from external sources. Changing the catheter resolved the issue. No patient complications occurred. However, device analysis revealed evidence of fluid under ring 1 electrode combined with the device failing a distal shaft leak test points to an internal leak of saline into the distal end.